Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to the patient's concern with the product. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/25/2024.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to the patient's concern with the product. Healthcare professional additionally reported "a 2-3 cm lymph node was identified adjacent to the capsule laterally and was removed. It appeared laden with silicone". The device has been explanted.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to the patient's concern with the product. Healthcare professional additionally reported "a 2-3 cm lymph node was identified adjacent to the capsule laterally and was removed. It appeared laden with silicone". The device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is not related to the device. Lymphadenopathy: unable to observe, as it is not related to the device. Rupture: observed, broken assessed, as surgical impact opening (shell thickness within specification). And missing piece of shell assessed, as inconclusive. As per the investigation procedure: non penetrating nick were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side rupture. And exchange from textured to smooth, due to the patient's concern with the product. Healthcare professional, additionally reported, "a 2-3 cm lymph node. Was identified, adjacent to the capsule laterally and was removed. It appeared laden with silicone". The device has been explanted.